Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit bd max enteric viral panel samples came up false positive. This is a report of a single occurrence. No false results were reported out to the clinician or the patient. The following information was provided by the initial reporter: many false positives in this run. The samples will be repeated, but no results yet. I've asked for the csv. File, will follow. In the meantime I have some additional information from the customer: customer retested samples on same max, but now with good results without any errors.

Event description:
It was reported that while using kit bd max enteric viral panel samples came up false positive. This is a report of a single occurrence. No false results were reported out to the clinician or the patient. The following information was provided by the initial reporter: many false positives in this run. The samples will be repeated, but no results yet. I've asked for the csv. File, will follow. In the meantime I have some additional information from the customer: customer retested samples on same max, but now with good results without any errors.

Manufacturer narrative:
H.6 investigation summary: a failure of false positives was reported on a max instrument (p/n 441916, s/n (B)(6)). The customer reported an elevated number of false positives across multiple assays. A bd field service engineer was dispatched to review the case, along with log files. The issue did not repeat. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s3 (incorrect therapy, possible medication adverse event) via document baltrm-maxinst-aph rev 22, row ID sw148. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for (B)(6) revealed previous issues, including servicemax case (B)(4). The root cause is unknown, it could not be reproduced by the field service team or the customer.